Event description:
It was reported that the device would not operate on ac source, and the installed battery would not charge. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the power supply module and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and determined the root cause for the reported incident to be a failure of the ac power supply. Transistors q1 and q2 were found to be shorted. Fuse f1 was open.